Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. If implanted, give date: (B)(6) 2017. (B)(4). The complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. In (B)(6) 2017, a 4.00 x 20 synergy¿ drug-eluting stent was implanted in the mid right coronary artery (rca) and was post-dilated, and angiography revealed a very good outcome. In (B)(6) 2017, the patient came back for a transcatheter aortic valve implantation. Before implanting the valve, the physician checked the status of the rca and the previously implanted 4.00 x 20 synergy¿ stent. It was then noted that the stent was compressed by 30% under the pressure of the mid rca. No interventions were performed in response to the compressed stent. The physician commented that the lesion was very resistant and constricted the stent post implantation. No further patient complications were reported and the patient's status was stable.